Event description:
Caller reported a malfunction code on a mobi pump, with code malf 12 appearing. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, which the caller understood and acknowledged.